Manufacturer narrative:
The investigation for the reported high pressure issue has been completed. The data log was reviewed and prior to a gradual 4 hour increase in purge pressure, suction alarms were observed. No motor current spikes or placement signal trend was observed. The prior suction is indicative of biomaterial rather than a kink/blockage in the purge line. The cause of the issue was biomaterial. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 37yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a high purge pressure alarm coinciding with a saturated motor current during impella support. The purge cassette was replaced in an attempt to troubleshoot the issue, however the failure remained. The pump was eventually replaced with another impella 5.5 pump for continued support. There was no patient harm reported.